Event description:
It was reported that on (B) (6) 2009 the child complained that he is no longer able to hear with his processor when switched on. Testing was carried out which confirmed that the device has malfunctioned. No report of any trauma to the implant or report of any infection at the implant site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.